Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported a patient with trace haze in both eyes six months following photo refractive keratectomy (prk). The patient reported his vision fluctuates. In a follow up with the center director, he indicated the patient was noted to have dry eyes at his four day postoperative exam following the removal of the bandage contact lens. The patient started using artificial tears and gel. On (B)(6) 2013, trace corneal haze was noted in both eyes and the patient was prescribed topical steroid drops in the left eye only. The patient continued artificial tears and gel in both eyes. When the patient was seen on (B)(6) 2014, he had finished the steroid drops for the left eye, one week prior to this exam. The optometrist does not feel the corneal haze was causing the fluctuation in vision but feels it was the dry eyes. There are two medical device reports associated with this event. This report is for the left eye.